Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there were no energy output from the tip of the fiber and the connector was noted to be hot. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4). Visual analysis reveals that the exposed glass tip measures approximately 4.0 mm and appears unused. Functional examination reveals that the aiming beam is not visible indicating that the fiber was broken within the connector.